Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 48 mg/dl, 55 mg/dl, 57 mg/dl, 46 mg/dl, 47 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with coke, food. Customer stated that they was passed out asleep. Customer stated that they did not allege pump was over delivering and disconnected during the rewind. Device will not be returned for analysis.